Event description:
It was reported that while the patient was traveling to mexico (device implanted in japan) there were two episodes where the subcutaneous implantable cardioverter defibrillator (s-ICD) was activated. The patient received what seemed to be two inappropriate therapies. The patient had no symptoms other than chest pain post shock. An inquiry regarding having the device checked was needed as the patient was traveling for vacation. The patient was checked at a hospital in the us and data was sent for technical services (ts) review. Technical services (ts) assessment of the device data noted that both the episodes in question appeared to be either noise from movement or electromagnetic interference (emi) resulting in inappropriate shock. Ts also discussed another episode which appeared to appropriate therapy due to a ventricular fibrillation (vf) which was successfully converted with a shock five days after the inappropriate therapy was delivered. Ts noted that the inappropriate episodes need to be investigated to determine what the patient was doing at this time. No adverse patient effects were reported. The device remains implanted.